Manufacturer narrative:
It was originally reported that 34 devices experienced the reported issue. However, through further investigation it was determined that 36 devices experienced the reported issue. The other 2 devices were evaluated by the user facility, who reported the devices had worn components.

Event description:
This report summarizes 36 malfunction events, where it was reported the brakes wouldn't hold. There were two instances of patient involvement; one patient received an abrasion, and the other patient was bruised. There was one instance of caregiver involvement; the caregiver experienced pain as a result of the event.

Manufacturer narrative:
During the investigation of the final device it was determined the customer incorrectly reported another manufacturer's device to stryker. Event description has been updated to indicate only 34 stryker devices experienced the reported malfunction. The customer did not report the manufacturer to stryker; they only clarified it was not a stryker stretcher.

Event description:
This report summarizes <noe> 34 </noe> malfunction events, where it was reported the brakes wouldn't hold. There were two instances of patient involvement; one patient received an abrasion, and the other patient was bruised. There was one instance of caregiver involvement; the caregiver experienced pain as a result of the event.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. Two devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 33 devices were evaluated in the field and the issue was confirmed; two devices had missing components, one device had a cracked component, 22 devices had worn components, six devices had broken/damaged components, one device had a bent component, and one device had an alignment issue. The devices were repaired and returned. One device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 35 </noe> malfunction events, where it was reported the brakes wouldn't hold. There were two instances of patient involvement; one patient received an abrasion, and the other patient was bruised. There was one instance of caregiver involvement; the caregiver experienced pain as a result of the event.